Event description:
It was reported that within a couple weeks of implant, the lead had increased threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the lead dislodged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a couple weeks of implant, the lead had increased threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.